Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self-test and did not have response to controls. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation. Follow-up communication with the customer confirmed that the end user did not utilize the shorting plug while performing self-test, causing the reported malfunction of the device failing self-test. The customer stated that they will not be returning the device for evaluation at this time for the reported malfunction of the device not responding to the front panel controls.